Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR report: 3006705815-2018-01582 & 1627487-2018-06241. It was reported the patient's entire scs system was removed because the patient needed an MRI and the system could not be set to MRI mode due to multiple lead contacts with low impedances.